Event description:
The initial reporter alleged unexpected reactive results for hepatitis b virus (hbv) using the kit cobas 6800/8800 mpx 480t us-ivd on the cobas 8800 instrument. The allegation involves three samples from long-time non-reactive donors tested on (B)(6) 2020. The samples were identified as (B)(6), which generated reactive results for hbv with cycle threshold (CT) values of 38.4, 38.31, and 38.47, respectively. Samples from the same draw of each donor, but from different tubes, were tested as non-reactive for hbv. Additional testing using a competitor nucleic acid testing (nat) assay (grifols) and serology for all three donors were non-reactive. The donations were not released. Two additional samples tested on the same date, identified as (B)(6), also generated reactive results for hbv with CT values of 6.39 and 6.25, respectively. However, no allegation was made regarding these two samples.

Manufacturer narrative:
The reported event occurred on a cobas 8800 analyzer (serial number: (B)(6). The investigation determined that the cobas mpx assay performed within specifications. Growth curve analysis for the three alleged samples showed late, minimal, non-sigmoidal amplification, while internal controls and assay controls were robust and sigmoidal as expected, indicating proper assay functionality. The most likely root cause for the unexpected reactive results in the three samples was identified as low-level viral contamination during pre-analytical sample handling. This conclusion was supported by the late cycle threshold (CT) values, negative serology results, and non-reactive repeat nat testing using a competitor assay. Additionally, no issues were identified in the batch trend analysis, product release review, stability review, or internal non-conformance review for lot: f23153. The device remains in operation, and no further actions were deemed necessary as the risks were assessed to be acceptable.